Event description:
It was reported that the external pulse generator had fluid "invasion." The generator was returned for evaluation and repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had fluid "invasion." The generator was returned for evaluation and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was fluid inside the generator. Analysis also found that the upper and lower cases were corroded and broken, the heart block, battery release and heart wire contacts were contaminated, that the output connectors, liquid crystal display, main printed circuit board, battery flex, lead flex cover and heart lead flex were corroded, that one side bail cover and side bail were missing, the battery contacts were compressed, the ring bail was bent and the keyboard scratched. It was noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.